Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory methodology. At 12:00 p.m., the customer performed a meter test and received a result of 3.4 inr. At the same time, he received a laboratory result of 2.5 inr. The customer¿s therapeutic range is 2.0-3.0 inr.